Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embedded in endometrium of uterine wall'), device dislocation ('attempted removal essure is on top of her uterus / migration'), device expulsion ('essure embedded in endometrium of uterine wall'), abortion spontaneous ('stillbirth/miscarriage') and pregnancy with contraceptive device ('pregnancy with essure') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included mental distress since (B)(6) 2019 and uterine bleeding since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years 1 month after insertion and 4 years after removal of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding) / menorrhagia"), endometriosis ("endometriosis"), polycystic ovaries ("polycystic ovarian syndrome"), complication of device removal ("attempted removal essure is on top of her uterus and needs hysterectomy"), mood swings ("mood swings") and vaginal haemorrhage ("vaginal bleeding") and was found to have the first episode of weight increased ("weight gain"), hormone level abnormal ("hormonal changes") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device dislocation, device expulsion, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, hormone level abnormal, endometriosis, polycystic ovaries, complication of device removal, mood swings and the last episode of weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device removal, device dislocation, device expulsion, embedded device, endometriosis, hormone level abnormal, menorrhagia, mood swings, polycystic ovaries, pregnancy with contraceptive device, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), migration/ essure embedded in endometrium of uterine wall, endometriosis, polycystic ovarian syndrome essure confirmation date provided as (B)(6) 2017 which is after essure removal as patient required ivf, hsg at shady grove fertility revealed an essure coil in the right abdomen/pelvis. She is requesting that the essure wire be located and removed if possible as its presence is causing her some mental distress. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Computerised tomogram - on (B)(6) 2018: essure device in tile lower right pelvis, slightly superior and anterior to the expected location of fallopian tube. Short radiopaque structure seen within the anterior left lower quadrant, which is felt to represent a migrated surgical clip from prior cholecystectomy. No definite essure device seen on the left.; on (B)(6) 2019: her result showed essure device is in the pelvic region; in proximity to the location of the right fallopian tube if it was present. She presents for laparoscopy for attempt to remove of dislodged essure wire. Hysterosalpingogram - on (B)(6) 2017: right occlusion only. Total bilateral occlusion. Unilateral occlusion (right tube occluded), other: left fallopian tube not occluded. Uterine fundus with arcuate contour. No apparent fill or spill of either fallopian tube. Possible imaging artifact in right adnexa suggestive of (but not definitive for) essure device; on (B)(6) 2019: surgically absent bilateral fallopian tubes. Normal appearing bilateral ovaries and pelvis. Tile essure wire was embedded within the serosa of the right uterine cornual region. Portions of tile wire was seen at the serosa but clearly some sections were embedded deeper and were not visible laparoscopically. Ultrasound scan - on (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events (mood swings, vaginal bleeding and weight gain) updated, lab test updated, patient height and weight and new reporter updated. On (B)(6) 2019: new reporter, lab test, concomitant condition updated. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure embedded in endometrium of uterine wall'), device dislocation ('attempted removal essure is on top of her uterus / migration'), device expulsion ('essure embedded in endometrium of uterine wall'), abortion spontaneous ('stillbirth/miscarriage') and pregnancy with contraceptive device ('pregnancy with essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), endometriosis ("endometriosis"), polycystic ovaries ("polycystic ovarian syndrome") and complication of device removal ("attempted removal essure is on top of her uterus and needs hysterectomy"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device dislocation, device expulsion, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, weight increased, hormone level abnormal, endometriosis, polycystic ovaries and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device removal, device dislocation, device expulsion, embedded device, endometriosis, hormone level abnormal, menorrhagia, polycystic ovaries, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), migration/ essure embedded in endometrium of uterine wall, endometriosis, polycystic ovarian syndrome essure confirmation date provided as (B)(6) 2017 which is after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- previously reported event "injury" is replaced with "essure embedded in endometrium of uterine wall", events" stillbirth/miscarriage, pregnancy with essure, device ineffective, menorrhagia (heavy menstrual bleeding), weight gain, hormonal changes, endometriosis, polycystic ovarian syndrome, attempted removal essure is on top of her uterus and needs hysterectomy, attempted removal essure is on top of her uterus / migration" lab data , reporter added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.